Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 3 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had been admitted to the hospital for antibiotics and management of a mycobacterium avium complex infection / bacteremia. The patient became increasingly weak and required oxygen therapy and intubation. The patient's inr was 5.3 and a subarachnoid hemorrhage was diagnosed. As of (B)(6) 2016, the patient remains intubated in the intensive care unit in critical condition with eye opening, but does not make any purposeful movements or follow directions. The vad team reported that they are unsure at this time if there is any relationship between the subarachnoid hemorrhage and the infection. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke and infection could not be conclusively determined. Stroke, bleeding, and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.